Manufacturer narrative:
Updated information: d1 brand name changed. D9 device return date added.

Manufacturer narrative:
A3, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Prior to impella insertion, a 56 year old patient of unknown gender coded for 40 minutes. An impella cp was then inserted via left femoral artery for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. After insertion, the patient again coded in the procedure and gained return of spontaneous circulation. Once critical hookup was completed and after transfer to the ICU, the patient coded with flat lined waveforms. The patient was receiving multiple pressors and drips. The patient expired. The device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient's underlying critical clinical condition as they presented in cardiac arrest.

Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D3 (serial and catalog) has been updated. Ppae/cardiac arrest: the cause of the injury was not determined due to insufficient clinical details.